Event description:
It was reported that an artificial urinary sphincter (aus) was not properly functioning due to misplacement of the balloon. The device was explanted and replaced with a new aus. No further details were provided in relation to this event.